Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the customer experienced episodes of high and low blood glucose over several days and believed there had been a leak at the cartridge/luer connector after observing insulin leakage and receiving an occlusion alert. The customer was advised to replace the cartridge, connector, and infusion set and stated she would complete the changes independently. She also reported experiencing low blood glucose levels primarily at night. Review of system data indicated that she appeared to be making meal announcements that resulted in more than 16 units of insulin being delivered at night. The customer was informed that the care team would be consulted for further evaluation and guidance regarding meal announcements. The customer reported that blood glucose levels were affected, reaching a high of 400 mg/dl for a duration of a couple of hours. She did not use backup therapy, perform ketone testing, receive medical intervention, or experience any symptoms during the event. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.